Event description:
It was reported that a leak was observed outside the bladder of a half day infusor after filling it with 60ml of morphine (non-baxter product). There is no report of patient involvement. No additional information is available. This medical device report is report 2 of 2.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample was received with fluid inside the housing which indicated a leak has occurred. A functional leak test was subsequently performed. Leakage was observed at the welded area of the volume indicator port located inside the housing. No signs of leak were observed on the reservoir / balloon. The reported problem was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: lot 13g048 was manufactured july 23, 2013 - july 24, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was determined to be incomplete ultrasonic weld of the volume indicator to the port. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.